Manufacturer narrative:
.

Event description:
It was reported that the patient expired. Lead dislodgment was observed. The hospital records note the patient received an alert for impedance anomaly. The dislodgment resulted in a non-treated arrhythmia. It was also noted that the lead dislodged due to being loose in the suture sleeve. No further information is available.